Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4318 lot #: 18892059 description: clik x anchor the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a small hole at the ipg pocket site and the ipg was visible. The physician did not suspect any infection but the patient was prescribed prophylaxis antibiotics to prevent infection from occurring. The patient underwent an explant procedure. No device malfunction was suspected.